Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported the unit was logging voltage failure messages. The device was being prepared for clinical use, but was not yet placed on the patient. The customer reported that there was no patient harm. The remote service engineer advise the customer to check the significant event log, and the customer found a series or error codes. Based on the combination of error codes, the remote service engineer suggested the customer replace the power management board. The customer replaced the power management board, which resolved the problem. The device passed all performance verification tests.